Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an echocardiography was performed and revealed that the lead perforated into the pericardium. The lead was explanted.